Event description:
It was reported that the patient needed surgical intervention regarding their ipg for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient had pain at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced.